Event description:
It was reported that: during insertion and the last dilation, the peel-away sheath separated incorrectly. Clinical consequences: no direct consequences for the patient as it was fully removed with the scalpel.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The customer report of a sheath tearing incorrectly was confirmed by a complaint investigation of the returned sample and supplied photo. The customer provided one image showing a safe sheath and returned one safe-sheath for evaluation. The dilator was not returned. Visual inspection of the sheath confirmed that both sheath tabs fully separated from the rest of the sheath body. A portion of the sheath extrusion was still molded onto the separated tabs. Visual analysis also revealed a yellow discoloration on the proximal half of the sheath body. Microscopic examination confirmed the damage and revealed that the point of separations was wavy and not uniform. It was also noted that the peel-away sheath was torn throughout the body. The IFU provided with the kit informs the user, "introduce catheter through hemostasis valve/sheath and advance to desired position. Sharply snap the tabs of valve housing in a plane perpendicular to the long axis of sheath to split valve and split sheath apart while withdrawing from vessel". A device history record review was performed, and no relevant findings were identified. Based on the sample returned and the fact that the sheath is a purchased component, this was likely a supplier issue. Further investigation has been initiated under teleflex's quality system to evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: during insertion and the last dilation, the peel-away sheath separated incorrectly. Clinical consequences: no direct consequences for the patient as it was fully removed with the scalpel.